Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump had a blood back issue.

Manufacturer narrative:
At this time, the customer has not requested getinge to evaluate the iabp. Additional information was requested from the customer with regard to the repair and status of the iabp; however, despite our best efforts, no repair information and no status of the iabp has been received. The unit has been retired and not in use. If any pertinent information is received in the future, a supplemental report will be submitted. H3 other text : device not returned

Event description:
It was reported that the cardiosave intra-aortic balloon pump had a blood back issue, no patient harm reported.